Event description:
It was reported that during a percutaneous coronary intervention, a y adapter was leaking air into the system. The y adapter of the encore inflation device, a part of the advantage I/d kit, was attached to a guide catheter and tubing was connecting the side port of the y adapter to another manufacturers assist device. Approximately 4 injections were made with the assist device operating at about 600 psi. A leak was noticed at the distal o-ring at the hemostasis end of the y adapter. No air entered the pt. No injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.